Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black image when angulated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the light cutting in and out malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject flex video scope device had the light cutting in out. There was no patient involvement.